Manufacturer narrative:
Additional information provided in d.10., h.3., h.6. And h.10. Two opened probes were received. Sample #1 was visually inspected and found to be non-conforming with the needle bent at the tip and orange/brown foreign material on the port face. The sample was then functionally conforming for actuation, aspiration and cut. The sample was found conforming for aspiration and was non-conforming for actuation and cut. Sample #1 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the cutting edge of the inner cutter and several other locations along the cutter. Dark foreign material was observed on the cutting edge of the port of the cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. Sample #2 was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally conforming for actuation, aspiration and cut. The sample was found conforming for aspiration and was non-conforming for actuation and cut. Sample #2 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Orange/brown foreign material was observed on the cutting edge of the inner cutter port and on the inner cutter. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots indicates there are three additional complaint associated with the component lots for the reported issue. The complaint evaluation confirmed that both returned probes had cut failures. The cause for the cut failures is the observed gouges on the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined form this evaluation. A secondary contributing factor of the cut failure seen in sample #1 is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft, causing the probe to not perform the cut. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the cut failures cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the vitrectomy probe was unable to cut right after he started to use it in the patient's eye during a vitrectomy procedure. This occurred with two vitrectomy probes. The condition of aspiration was unknown. The procedure was completed after replacing the product with another one. There was no harm to the patient.